Event description:
It was reported that the camera head had broken cords. It is not known when the issue occurred. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus and the customer allegation of broken cords was confirmed. The device had a broken cable insulation. A device history record review was completed, and no issues were identified. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.